Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event where an infusion set came fell off during use resulting in high blood glucose event and was corrected bolus via pump on (B)(6) 2026.